Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(6) alleging that the subject meter and test strips were not drawing in the blood sample when applied. The reported issue was resolved with troubleshooting with customer service. There were no allegations of harm of injury.